Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to electrode array migration. The recipient was reimplanted with a new device at the same surgery.